Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) battery depleted early. The ins was found to have reached end of life (eol) when checked and the patient experienced a return of symptoms. The cause of the issue was not determined. The ins was currently implanted and out of service. A revision to replace the ins was planned, but not scheduled. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) battery depleted early. The ins was found to have reached end of life (eol) when checked and the patient experienced a return of symptoms. The cause of the issue was not determined. The programmed ins settings were unknown. The ins was currently implanted and out of service. A revision to replace the ins was planned, but not scheduled. The patient was alive with no injury. The patient's indication for use is dystonia.

Manufacturer narrative:
Mfg site ID was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.